Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and grand multiparity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 5 months 11 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and hypersensitivity ("allergy: other"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, back pain, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for genital bleeding complications during removal surgery? Other. Type of additional surgeries: other. Current weight 280 lbs. Discrepancy noted in essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) " were added. Outcome of events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) " were updated as recovered. Medical history, reporter information and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches") and hypersensitivity ("allergy: other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, back pain, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, back pain, bladder disorder, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: received treatment for genital bleeding. Complications during removal surgery? Other. Type of additional surgeries: other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added- pelvic pain, abdominal pain, back pain, general abnormal bleeding, allergy: other, perforation: other, bladder/urinary problems: other, migraine, headaches, weight gain were added. Reporter details, patient demographics, essure indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and grand multiparity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 5 months 11 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and hypersensitivity ("allergy: other"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, bladder disorder, urinary tract disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, back pain, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for genital bleeding. Complications during removal surgery? Other. Type of additional surgeries: other. Current weight 280 lbs. Discrepancy noted in essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a64630, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.